Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b5: it was reported a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needles was broken during the use. Additional information has been requested. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - did the needle fall into the patient? The 1st needle broke at the base of the thread, it was still on the needle holder, the thread was removed immediately. The 2nd broke in the 1st third in the aponeurosis, it was removed immediately if so, ¿ was the needle piece(s) retrieved during the same procedure? Yes. Immediately for the 2th needle. The 1th needle did not fall into the patient ¿ were x-rays taken to locate the needle piece(s)? No radio required. ¿ what measures were implemented to retrieve the broken piece? ¿ was there any additional tissue damage resulting from the search for the needle piece? See previous questions - does a fragment of the needle remain in the patient¿s tissue? No damage resulting from looking for broken needle piece. - were there any adverse consequences associated with the patient? No patient consequence a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The needles was broken during the use (2 needles from the same lot number).